Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. As a result of checking the event history log, it was confirmed that there was a record of a -no disposable- alarm occurring after pump operated on (B)(6) 2022. Replaced the downstream occlusion sensor and the upstream occlusion sensor was re-calibrated. The cause of the reported problem could not be determined.

Event description:
It was reported the customer changed the cassette to another one as a regular replacement. At 7:30 the next day, an alarm went off with no message displayed on the screen. No patient injury was reported.